Event description:
On (B)(6) 2007, the pt was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, computed tomography scan reportedly revealed a distal type I aneurysm off the ipsilateral limb (pxt231416/05282618) contributing to aneurismal enlargement (amount unk). The physician indicated that the endoleak was caused by disease progression of the original aneurysm. On (B)(6) 2013, the pt was to be implanted with a gore excluder aaa endoprosthesis contralateral leg component to treat the distal type I endoleak. The endoleak was resolved, and the pt tolerate the procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusion - per the gore excluder aaa endoprosthesis instructions for use (IFU).